Event description:
Pt having resp distress with bradycardia, desaturation and wheezing. Decision was made to change pt's tracheostomy tube. Descriptive print on tracheostomy tube sizes was not visible or recognizable on tracheostomy tube. Tracheostomy tube at bedside was used to reintubate pt successfully pt's respiratory status and vital signs were acceptable after reintubation. Previous tracheostomy tube inspected by rt & md for any visual signs of sizes none were found. Appropriate personnel notified.